Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately low. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on 08/10/2012. The patient reported managing her diabetes with metformin (250 mg, once a day) at the time of the alleged issue. The patient stated that her normal blood glucose range is 120-130 mg/dl. The patient stated that she realized the meter was allegedly reading inaccurately high on (B)(6) 2012, while at her doctor's office. The patient mentioned that she thought her meter was reading inaccurately which was causing her to treat herself differently. The patient informed the mss that on (B)(6) 2012 at 2 a.m. She woke up with an ''extreme urge to urinate, shakiness, dizziness, and feeling like she was going to black out.'' The patient mentioned that she associated these symptoms with high blood glucose but when she tested her blood glucose with the subject meter she obtained a result of ''one hundred something mg/dl'' (unable to recall the exact result). The patient told the mss that she did not treat herself because her result was within her normal range and she instead she laid flat and rested until she fell back asleep. The patient reported testing her blood glucose the next morning when she woke up (10:16 a.m.) And obtained a result of ''120 mg/dl.'' The patient reported testing her blood glucose again at 3:36 p.m. And obtaining a result of ''153 mg/dl'' and at 7:44 p.m. And obtaining a result of ''117 mg/dl.'' The patient said that she normally tests her blood glucose 2 times a day but that she tested 3 times that day because she was experiencing persistent symptoms of ''headache, dizziness, and pain in her neck.'' The patient reportedly scheduled her routine doctor's appointment early due to the symptoms not abating. While at her doctor's appointment on (B)(6) 2012 her blood glucose was tested on her doctor's meter and a result of ''over 600 mg/dl'' was obtained. The patient denied that her doctor provided any treatment in response to the result and stated that he just increased her metformin to 500 mg/dl. The patient mentioned that her doctor felt that her blood glucose could have been running high due to her cholesterol being high and/or due to her nopalea (natural anti-inflammatory juice). At the time of troubleshooting the patient did not have control solution to perform a control test. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the test strips were not expired. However, replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of a serious injury as a result of not being able to appropriately treat herself due to the alleged inaccurate low readings being obtained on the subject meter.

Manufacturer narrative:
(B)(4) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on [087/31/2012] with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.